Manufacturer narrative:
Additional information was received that the physician was unable to implant the patient because of scar tissue and the patient will be referred for cervical magnetic resonance imaging (MRI) and possible lead placement. Sc-1132 (sn:(B)(4)) device evaluation indicated that the ipg passed all tests performed. Sc-8216-70 (sn: (B)(4)) device evaluation indicated that the lead was cut while the proximal tip was in the ipg header. Damage to the device is a result of a typical explant procedure and it is not considered a failure. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the silver part of the ipg was visible from the patients skin. The physician suspected it was a thermal burn. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70 serial#: (B)(4) description: artisan surgical lead, 70cm model#: sc-3138-35 serial#: (B)(4) / (B)(4) / (B)(4) description: scs phiii ext 35cm.

Event description:
A report was received that the silver part of the ipg was visible from the patients skin. The physician suspected it was a thermal burn. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively and there will be no further course of action.

Event description:
A report was received that the silver part of the ipg was visible from the patients skin. The physician suspected it was a thermal burn. The patient underwent an explant procedure.